Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customers report was observed during review of the device logs. However, the device was put through extensive testing including daily/weekly/monthly testing, full functional, shock/resistance/impedance/off current and self testing without duplicating the report. The error was cleared from the logs. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.